Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-01054.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-01054. It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention may be pending to address the issue.